Manufacturer narrative:
(B)(4).

Event description:
It was reported that unacceptable threshold and low sensing were observed. X-ray revealed dislodgement. The lead was replaced. The patient condition before, during and after the procedure was stable.